Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: patient was implanted with a lcp plate on an unknown date. Approximately two and a half months later the plate broke. Patient was returned to the operating room, date unknown, plate was removed. No further information was available.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.